Manufacturer narrative:
Medical records reveal patient had chronic anemia and the month before had heavy vaginal bleeding for approximately seven days. Patient had a history of anemia requiring multiple transfusions in the past and history of heavy vaginal bleeding. Physician notes on (B)(6) 2015 attributed the anemia to her recent blood loss from her menometrorrhagia last month and also losing around a liter of blood during dialysis on (B)(6) 2015. Hospital notes reveal the patient received CPR however; clarification e-mail from the facility clinical manager reveals that the patient did not have CPR performed. CPR was not documented in the hemodialysis clinic notes. In addition, the patient stated she received one unit of packed red blood cells however, the medical records do not reveal this. According to the clinic manager, she did not expect the machine to alarm because "there was still blood" in the blood pump tubing. The clinic manager stated the machine was taken out of service right after the event and evaluated by the facility biomedical technician and no malfunctions were found. Medical records do not indicate there was a causal relationship between the 2008t dialysis machine and the patient's blood loss resulting in anemia. The machine has been returned to service without any issues. The complainant facility declined field service for device evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the device history record did not reveal a probable cause for the customer complaint. Therefore, the reported complaint is not confirmed.

Manufacturer narrative:
Accdg to the facility, no malfunction was found after the machine was evaluated by their biomedical technician. A field service evaluation was declined and the device will not be returned for physical evaluation. Accdg to the operators manual: a low venous pressure alarm may not occur with every disconnection or needle dislodgment. Machine alarms may not occur in every blood loss situation. The post market surveillance department is in the process of reviewing patient medical records and treatment data. The plant investigation is in progress. A supplemental medwatch will be submitted upon the completion of the investigation. (B)(4).

Event description:
A user facility medwatch was received by the manufacturer reporting a patient's venous needle dislodged approximately two (2) hours into her hemodialysis treatment and the machine did not alarm. Estimated blood loss was approximately 800 ml. Prior to the dislodgement, the patient had been restless and repositioning in the chair. The patient then lost consciousness for approximately 40 seconds. Oxygen administered to patient at 15 liters and patient was given 1000 ml normal saline IV. Patient was stabilized. She was alert and oriented and ambulatory before leaving the clinic with emergency medical technician. Patient was then transported by ambulance to emergency room for further evaluation. Patient was admitted to hospital. Follow up was conducted with the facility's clinic manager (cm) and medical records were requested. Accdg to the cm, the patient had been observed picking at the tape holding the venous needle in place prior to the dislodgement. Accdg to medical records received, the patient was seen in the emergency room (ER) where her initial hemoglobin (hgb) was 9.1 but the next morning, the hgb dropped to 6.5. There is no record of blood transfusion but patient reported to the cm she received one (1) unit of blood. Discharge date was not given. On (B)(6) 2015, the patient was seen in the ER for anemia. Hgb was 5.5. She did not have any active bleeding and was diagnosed with acute on chronic anemia likely secondary to the blood loss from an episode of vaginal bleeding the previous month and the blood loss from the venous needle dislodgement. She received three (3) units of blood and her repeat hgb on (B)(6) 2015 was 10.5. Patient was discharged home on (B)(6) 2015. She continues on hemodialysis.